Manufacturer narrative:
Journal article: resolute stents less likely than wingspan to have periprocedural complications with a significant improvement in long term restenosis rates authors: hassan, ameer;khalil, mohammad; desai, sohum; tekle, wondwossen; journal: stroke year: 2022 reference: doi.org/10.1161/str.53.suppl_1.133. Patient death was also included in the results of the journal article, however no causal link suggesting that the medtronic device used in the patient cohort may have caused or contributed to the death was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled: resolute stents less likely than wingspan to have periprocedural complications with a significant improvement in long term restenosis rates. In this single center study, the resolute onyx drug eluting stent was compared to the non-medtronic (mdt) stent for the treatment of medically refractory symptomatic intracranial atherosclerotic disease (sicad). Inclusion criteria for patients included sicad (=70% stenosis) with failed medical management and intracranial stenting with either the resolute onyx des or the non-mdt stent, including patients treated within 7 days of last stroke. The primary outcomes of the study were the occurrence of ischemic or hemorrhagic stroke or death within 72 hours of the procedure. Secondary outcomes were stroke or in-stent restenosis evaluated by a clinical or angiographic follow-up at 6 months. A total of 184 patients were analyzed, 58 patients received the resolute onyx des and 126 patient received the non-mdt stent. Within 72 hours, one patient in the resolute onyx des group had a primary event of ischemic or hemorrhagic stroke or death. During the 6 month angiographic follow-ups,there was a significantly lower rate of symptomatic in-stent restenosis among the resolute onyx des group with only one patient experiencing symptomatic in-stent restenosis.

Manufacturer narrative:
Additional information: it was confirmed the patient death was not device related, the patient had an aneurysm that ruptured during the deployment of the stent. Annex e code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.